Manufacturer narrative:
On (B)(6) 2020, investigation verbiage was updated as follows: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the image. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/24/2020, mentor became aware that the patient's age was 58, and the implants were discarded. Hence, a2 has been updated from "57" to "58" on this form, and field h6 has been updated to "device discarded" on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness including all kinds of health problems, pain, hard to pick things up, pretty weak and numb in left arm; capsular contracture; baker grade ii that caused deformity in left, and left rupture. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implants on both sides and experienced generalized illness including all kinds of health problems, pain, hard to pick things up, pretty weak and numb in left arm; capsular contracture; baker grade ii that caused deformity in left breast. Left side rupture was identified during explant surgery on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 1/27/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/14/2020, photo evaluation was completed. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Additionally, in one of the images the implant was noted covered with scar tissue. As the product involved in this complaint was not received, the device couldn´t be analyzed according to the procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).